Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of Event is unknown. The date entered in Section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
The customer received erratic glucose readings with the Abbott Diabetes Care (ADC) device. The customer reported receiving reported unstable glucose readings with frequent fluctuations and experienced discomfort, frustration. A caregiver obtained unspecified blood glucose readings and self treated with sugar and food which was provided by caregiver for the issue. There was no report of death or permanent impairment associated with this event.